Event description:
It was reported that the atrial lead exhibited noise and oversensing. The pt will continue to be monitored. An egm was reviewed with the tech services representative and it was discussed that this could be an oversensing event or a true atrial fibrillation. The lead remained implanted.

Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.